Event description:
It was reported that a force bipolar instrument had unstable power. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the force amp pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Additional observation(s) not reported by site: further inspection found the failure of dislodged grip tang. The instrument was found to have a dislodged grip tang at the distal end. The grip tang was not properly seated within the yaw pulley. The cause of the dislodged grip tang was the grip over rotates due to grasp-pull plus lateral loading action. The grip rotated past center point to dislocated grip out of normal position. The probable root cause is typically attributed to use conditions. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.